Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 25 mmol/l. The customer stated that during ambulance pick-up it was just above 30 mmol/l. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the hospitalization. The patient and their healthcare professional believe the pump is causing the highs. Troubleshooting was not completed as the caller was not with the customer at the time of the call. The caller reported the customer only got one occlusion alarm during the incident. The insulin pump will be returned for analysis.